Event description:
(B)(6) 2014 aortic balloon pump (balloon burst) in aorta causing a stroke and a possible heart attack. Husband has permanent side effects vision loss, memory problem from massive stroke, (B)(6) hospital (B)(6). Had to wait six days for brain to heal before getting by-pass surgery. Also has kidney problems. Was this device recalled (balloon pump). Would like to know what caused balloon to deflate or pump to fall.